Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a malfunction message could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported that 5 minutes after starting an infusion of ivig, the channel alarmed for ¿malfunction¿ and red alert was displayed. The other three channels were infusing critical medications to the patient. The system was replaced and the infusions restarted without incident. There was no report of patient harm. The facility¿s biomed evaluated the device and found that an error code 240.4150.0 occurred. The bottle-side pressure sensor was replaced and the device was placed back into service.